Event description:
The end-user leaned back on the chair and the back of the chair came off the unit and he fell backwards. He hit his head (back right side) on the showers fiberglass wall and had to have teeth pulled as a result of the fall. He went to the hospital that night to get checked out. His neck and back sore, his feet are swollen, the right side swelled to about twice the size of normal. He has a concussion. The hospital did a catscan. He believes that there may be some internal bleeding, is going to go back within the next few days to get checked out further. He states he had to have ten (then states 11) teeth pulled at the dentist's office due to hitting his head against the wall.